Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker's (pm) battery depleted prematurely. No changes were made and there were no consequences to the patient.